Event description:
The perfusionist stated that the hlm was primed and everything was correct as he completed his initial checklist. As he was completing a second checklist, he noted the vent pump was reversed. The concern was that the pump can accidentally or inadvertently be reversed without the knowledge of the operator. This occurred during prime, there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. The perfusionist stated that the hlm was primed and everything was correct as he completed his initial checklist. As he was completing a second checklist, he noted the vent pump was reversed. The perfusionist's concern was that the pump can accidentally or inadvertently be reversed without the knowledge of the operator and the manufacturers instructions do not provide adequate warning of the potential for this type of incident. This occurred during prime, there was no pt involvement. Sorin group (B)(4) responded that this can only happen when the s3 pumps are left in the standby position. I.e. Powered on with the stop button pressed. If the opposite flow direction key is depressed for 3 seconds the pump will be switched to reverse flow. The led light indicates the flow direction and must always be checked prior to operation. The chief perfusionist generated a hospital guideline for operating the s3 roller pump. The staff was informed of the issue and instructed to perform extra vigilance in setting up and operating the pump. The facility filed a vigilance report with their country competent authority. This medwatch report is filed as a result of this action. Section 5.4.1 of the instructions for use, under safety features of the pumps, describes the procedure for changing the direction of the pump.